Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.